Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73g1800336 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while applying the staples the staples did not remain on the skin they came out. They did not close the wound properly. The surgeon had to perform manual sutures.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and a staple protruding from the cover block. The sample appears used as there is biological material present on the device. The stapler was received with 28 staples left in the cover block indicating that at least 7 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. The first staple was able to properly form and release. Another attempt was made to engage the trigger. Upon full engagement of the trigger, another staple was able to properly form and release. This was repeated three more times with the same result. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. All staples were able to engage and successfully close into the simulated skin pad. After 24 hours, no staples re-opened and all staples were still successfully closed into the simulated skin pad. There were no functional issues found with the returned stapler. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staples re-opened" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. All staples fired into the simulated skin pad were able to engage and successfully close into the simulated skin pad. After 24 hours, no staples re-opened and all staples were still successfully closed into the simulated skin pad. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that while applying the staples the staples did not remain on the skin they came out. They did not close the wound properly. The surgeon had to perform manual sutures.